Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they have been having a hard time getting ins battery to charge, and also mentioned sometimes controller will say no device found. Pt then said the ins battery is "at a weird angle" and they have been talking with their healthcare provider (hcp) about repositioning ins. Pt said they started to have difficulty charging and learned ins was at a weird angle several months ago. Reviewed difficulty charging could be due to ins at a weird angle. Documenting information given during the call as pt is already talking with healthcare provider (hcp). No symptoms/patient complications reported. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that when trying to charge the implant they will see recharger problem message on the screen. Patient did not see any damage to rtm. An email was sent to the repair department to replace the device. Additional information was received from the manufacturing representative (rep) and it was reported that the ins was rotating making it difficult to charge. Weight loss may have contributed to this event. The patient was sent a new recharger and the issue did not resolved. Surgery is scheduled for march (B)(6) 2021.

Event description:
Additional information received from the patient. It was reported that the circumstances which led to the implant being at a weird angle were weight loss and possibly the way the incision healed. The recharger was replaced which helped a little bit and the patient had surgery scheduled on (B)(6) 2021 to reposition that battery. The patient weighed about 220 pounds. No further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.